Event description:
It was reported that the patient presented for a routine follow up. The pulse generator exhibited a lead impedance measurement anomaly.

Event description:
Additional information provided stated that during a follow up on (B)(6) 2014 the lead impedance measurement had resumed to normal and within range. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.